Event description:
Baxter reports that there was a misspike of a transfer set by clean flash. The date of how long the set was in use is unk. There is no pt injury or medical intervention associated with this incident, according to the affiliate.